Event description:
It was reported that on (B)(6) 2008, four xience v stents were implanted in a right coronary artery (rca) and approximately 4 years 8 months later, on (B)(6) 2013, the patient was admitted for respiratory failure, unstable angina, gastro-intestinal bleed, electrocardiogram (EKG) changes, and elevated troponin level which was possibly related to demand ischemia. The patient was diagnosed with a non-st segment myocardial infarction (nstemi) at the target lesion and at a non-target lesion/target vessel. An angiogram and a percutaneous coronary intervention (pci) were completed. The symptoms resolved on (B)(6) 2013 and the patient was discharged on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.5x15, xience v 3.0x15, xience v 3.0x08. There were no reported product deficiencies. The reported patient effects of angina, hemorrhage and myocardial infarction are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.